Manufacturer narrative:
The mammotome ex probe is a sterile, single patient use instrument that may be used with imaging guidance, such as ultrasound, to excise a diagnostic sample for diagnosis. The device used during the procedure was received on 10/5/2017 and investigated on 10/6/2017. The device was received in good condition. Evidence of use in a procedure was evident on the probe. Cutter was in the open position. A visual inspection showed the device to be intact with no damage. There is no damage to the knockout pin, entry cone, cutter or needle. Probe was connected to a holster for functional evaluation. Probe initialized and operated as designed. The investigation does not indicate that the reported foreign material came from the hh11bex. Follow up with the physician indicated that the patient had a mastectomy. Based on the patient consequence of unintended piece of the device in the biopsy site, and the likely additional surgical procedure to remove, and pursuant to 21 cfr 803, we are submitting this medwatch report.

Event description:
The sales rep reported that doctor did a dry tap with a legacy us probe and got an error on the control module. They got it working again and deployed a bard coil shape senomark. The doctor removed the tissue marker while the probe was in the breast. On the post mammo, the tech noticed a bright white piece of something distal of where the marker is. The account thinks it's a piece of metal from the probe. The bard rep said their markers don't have a barium coating on them.